Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The analysis showed that the eos battery status was activated due to a fast successive charging of many defibrillation shocks by the ICD. In particular, a number of 40 charging cycles was performed by the device within 20 minutes on march 16, 2026, resulting in the eos activation. This indicates that the eos battery status was triggered due to this large amount of consecutive charging cycles and not due to a depleted battery. The data further shows that these charging cycles were caused by intrinsic heart signals. The data post eos reset shows normal battery voltage and normal charging time. There is neither an indication of an ICD malfunction, nor an early battery depletion based on the data. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction.

Manufacturer narrative:
Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient had multiple shocks delivered on (B)(6) 2026 for arrythmias. When interrogated device had alert for eos. Device remains implanted. Should additional information become available, this file will be updated.